Manufacturer narrative:
Concomitant medical products: 694758, lead implanted: (B)(6) 2010, 419688, lead implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. The right atrial (ra) lead exhibited intermittent undersensing, and p-waves measured below normal range. No further information could be obtained through follow-up with the clinic. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.